Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for 2 bedside monitors (bsms). Once the customer restarted their host server, the bsms appeared on the cns screen as expected. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is the facility's network environment. The customer noted replacing cables and rebooting the bsms without resolution. Technical support noted that the comm loss timeframe matched when cits performed a reboot of the server. The root cause is determined to be an unbalanced host table, which created errors in the network. The host table was corrected to resolve the issue and no nka repair or exchange was performed. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for 2 bedside monitors (bsms).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying comm loss for 2 bedside monitor's (bsm's). No harm or injury was reported. Once the customer restarted their host server, the bsm's appeared on the cns screen as intended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns: 2 bsm's: model: mu-651ra, s/n: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying comm loss for 2 bedside monitor's (bsm's).